Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072014. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 372773.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was noted that the leads had high impedances. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.